Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was functionally hand tightened to a (B)(4) titanium adapter without difficulty and connected spike to lab solution bag with no issues noted. Set was then tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause of the complaint could not be determined.

Event description:
A customer contacted baxter to report that the spike of the transfer set was separated from a solution bag unexpectedly during therapy. The connector cover was not attached. There was no patient injury or medical intervention. There was patient involvement.